Event description:
Philips received a report from a customer that a pt was scanned feet first supine with the sense torso xl coil around the pelvis. After the examination reddening of skin was observed on the back of the shoulder, which developed into a blister with approximate size of 6 x 2cm. The injury was diagnosed to be a second degree burn.

Manufacturer narrative:
(B)(4). When the investigation is completed, a f/u report will be sent to the FDA.